Event description:
It was reported that the handle of the screwdriver was cracked and the tip was broken. Although the instrument was used intraoperatively, no patient injury was reported.

Manufacturer narrative:
Device evaluation: the screwdriver was returned for evaluation. Macroscopic examination confirmed two adjacent screwdriver blades broke off; the broken pieces were not returned. The instrument handle was cracked. Microscopic examination revealed a quasi-brittle fracture surface with no indication of fatigue; consistent with excessive torsional force. Witness marks were noted at the lockscrew interface area of remaining blades.

Manufacturer narrative:
(B)(4). Device was not returned to the manufacturer for evaluation. We are unable to determine the cause of the event. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.